Manufacturer narrative:
One nt 2000ix neurotherm rf generator was returned for investigation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the stimulation issue and subsequent procedure cancellation was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Event description:
During the procedure, the generator would not emit any stimulation and the procedure was cancelled. The patient did not feel any pulses from the generator to the procedure was unable to begin. There were no adverse consequences to the patient due to the cancellation.